Manufacturer narrative:
Concomitant product 9735771 lot #: 1812 h2, h3: the returned battery was analyzed. No failures were found. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735788, serial/lot #: (B)(6), product ID: 9735996, serial/lot #: (B)(6). H3) the cable (product ID: 9735788) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. The cable had no physical damage and was fully functional. Codes: b01, c19, d14. H3) the uninterruptible power supply (ups) (product ID: 9735996) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to power on the system, the main cart would not power on while connected to the camera cart. The manufacturer representative (rep) reported that the ground wire attached to the power button on the camera cart has been missing for some time. Occasionally adjusting the camera cart power button would allow for the camera cart to power on when connected. The rep also reported that when connecting the second navigation system camera cart on site to this system's main cart. No issue occurred and the system performed as intended. Technical services (ts) had the rep disconnect the camera cart from the main cart. Main cart powered on as expected. Ts then had the rep disconnect main cart from wall power, system remained on for several minutes without issue. The camera cart was reconnected to wall power and after a short time, ts had the rep connect camera cart to main cart, and the system shut off immediately. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735771, lot number: unknown; product ID: 9735788, lot number: unknown; product ID: 9735996, lot number: unknown h6: multiple fdd/annex codes were coded for this event. A020602 was coded for the missing ground plug. A070803 was coded for the system not powering up. A0719 was coded for the system shutting down. Multiple annex g codes were coded for this event. G02002 was coded for battery 9735771 24v s8 svc. G02004 was coded for cable 9735996 on/off kit s8 svc. G02027 was coded for ups 9735788 camera cart s8 svc. H3, h6: no products were received by the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. The battery, power supply, and electrical cable was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.